Event description:
Received info regarding a leak at the septum of the cartridge. Reportedly, the customer observed the leak after inserting the insulin into the cartridge. Customer has not seen any leaks since then. Customer's blood glucose level was "good" at 132 mg/dl.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.